Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. Explanted device was not returned. Due to no MRI capability.